Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level 22.5 mmol/dl. Customer stated they kept getting insulin flow block alarm even when they have changed 6 times already. Customer stated that they performed 5.0u fill cannula but insulin did not exit and insulin pump alarmed insulin flow blocked. Customer stated they performed load reservoir with empty insulin pump and stated insulin exited the tubing. Customer reinserted reservoir and performed fill tubing, the insulin pump did not alarm but it waited 8 units fill before it exited. It was unknown if the insulin pump was on auto mode. Customer declined troubleshooting for high blood glucose level and stated they will deliver bolus. The insulin pump will be returned for analysis.